Event description:
It was reported that the patient underwent a revision surgery to treat discogenic low back pain with failed fusion. The surgery was an anterior approach, with removal of anterior hardware, anterior decompression, and anterior fusion with interbody cages, rhbmp-2/acs and crushed cancellous allograft. Per the operative notes, "we placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then one sponge per cage and one sponge lateral to each cage with additional crushed cancellous allograft in the cages and lateral." 184 days post-op, the patient returned for routine 6 month post-op followup. The patient reported continuing to have pain in his back, "which he feels may be related to the hardware" 366 days post-op, the patient returned for followup. Patient still has residual burning in his feet at times and his buttocks. His symptoms are not consistent with hardware pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report numbers 1030489-2012-01438 and 1030489-2012-01439.

Event description:
Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that levels: l5-s1 on (B)(6) 2011, the patient underwent spine fusion surgery on lumbar region of spine from l5-s1. Post-op, patient complained of continuing pain in low back, buttocks and legs, with radiculopathy in lower extremities and burning in the feet. Patient was unable to work and could not sit, stand or walk for any extended period of time. Also, patient could not practice and enjoy the activities of daily life that the patient enjoyed pre-operatively, and the patient had suffered serious and permanent injuries.

Manufacturer narrative:
Additional information: relevant tests/lab data, other relevant history, evaluation codes. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012, patient presented for office visit and reported lower back pain which is sharp and feels like burning, upper back pain. On (B)(6) 2012, patient presented for office visit and reported low back pain which radiates down buttock and left leg for 3-4 years, patient states burning and sharp pain down his left side. Patient also reported intermittent upper back pain, numbness and tingling on bottom of feet whenever he stands and pain in buttocks and legs when he sits down. Patient also states nerve damage from back fusion in 2009. Impression: bilateral peroneal neuropathy; bilateral l4, l5 and s1 radiculopathy. On (B)(6) 2012, patient presented for office visit and reported low back pain which radiates down buttock and left leg for 3-4 years, patient states burning and sharp pain down his left side. Patient also reported intermittent upper back pain, numbness and tingling on bottom of feet whenever he stands and pain in buttocks and legs when he sits down. Patient also states nerve damage from back fusion in 2009. On (B)(6) 2012, patient underwent spine lumbar complete with bending minimum six views due to history of degenerative disc disease and radiculopathy. Impression: stable fusion procedure anteriorly and posteriorly l5-s1. On (B)(6) 2012, patient presented for office visit and reported back pain radiating down legs bilaterally on prolonged sitting, pain in buttocks radiating down to back of legs to his foot with numbness and tingling sensation, twitch and spasms in hamstrings especially on the left side. MRI from (B)(6) 2012 showed bilateral hamstring insertional tendinopathy with abnormal signal in the muscle, bone or other areas of the visualized section of the pelvis. On (B)(6) 2013, patient presented for office visit and reported pain in posterior pelvic region and down posterior aspect of his legs if he sits for prolonged periods and pain and numbness and tingling in bottom of feet after prolonged period of standing. On (B)(6) 2013 the patient underwent CT scan of the lumbar spine. Impression: post surgical changes of instrumented anterior and posterior spinal fusion at l5-s1 and left l5 hemilaminectomy, with solid fusion of l5 and s1. No central canal stenosis or neuroforamina stenosis. On (B)(6) 2013 the patient underwent MRI of the lumbar spine. Impression: postoperative changes of an anterior and posterior spinal fusion at l5-s1, with no abnormal enhancement at this level. The rest of the lumbar spine is essentially normal in appearance. On (B)(6) 2014 the patient underwent x rays of the lumbosacral spine. Impression: unchanged laminectomies, discectomy, and left sided facetectomy at l5-s1 with combined anterior and posterior fusion using posterior instrumentation. There is no motion of the fused segment with flexion and extension.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with primary diagnosis of discogenic low back pain with failed fusion. The patient underwent removal of anterior hardware . Anterior decompression l5-s1. Anterior lumbar fusion with lt cages, large bmp kit and crushed cancellous allograft with two hydrosorb sheets. Per op-notes, "retractor was placed. A large kit of bmp was prepared as per protocol. The hardware was removed in pieces. The surgeons then sized the cage and elected to use 14x 23 mm cages. The surgeons placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then one sponge per cage and one sponge lateral to each cage. The patient tolerated the procedure well." On (B)(6) 2011, the patient presented for follow up. On (B)(6) 2011, the patient returned for follow up and complained of some back and buttock pain. On (B)(6) 2011, the patient presented with lumbar CT scan report. Impression: new anterior interbody devices at the l5-s1 level, in satisfactory position, solid anterior interbody fusion across the interspace. Pedicle screws and peak rod instrumentation is stable in appearance as well. On (B)(6) 2011, (B)(6) 2012, the patient presented for follow up. The patient complained of some pain in his back which he felt might be related to the hardware.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with discogenic low back pain with failed fusion. On (B)(6) 2011: the patient underwent CT of lumbar due to low back pain and lumbar surgery. Impression: new anterior inter body devices at the l5-s1 level, in satisfactory position, solid anterior inter body fusion across the interspace. Pedicle screw and peek rod instrumentation is stable in appearance as well. On (B)(6) 2012: the patient underwent MRI of the lumbar spine due to back pain. Impression: post-op changes of l5-s1 fusion; small left lateral disc bulge with annular tear at the l5-s1 level. There is moderate bilateral neural foraminal stenosis at the l5-s1 level secondary to mostly facet hypertrophy. This is minimally worse on the left side; no mass, enhancing lesion, bone bruise or subluxation of the spine seen. On (B)(6) 2012: the patient presented with a chief complaint of back pain. On (B)(6) 2012: the patient presented for follow up visit. On (B)(6) 2012: the patient underwent MRI of pelvis without contrast due to hamstring tendinopathy. Impression: mild bilateral hamstring origin tendinopathy. On (B)(6) 2012: the patient presented with a chief complaint of bilateral foot pain. On (B)(6) 2012, (B)(6) 2013: the patient presented for evaluation of leg and foot pain. On (B)(6) 2013 the patient also underwent lumbar myelogram and postmyelogram CT due to low back pain. On (B)(6) 2014: the patient presented with a chief complaint of chronic low back pain. On (B)(6) 2015: the patient presented for follow up visit. Diagnosis: myofascial low back pain; history of spinal fusion at l5-s1 with residual low back pain and radicular pain; bilateral hamstring tendonitis at the origin. On (B)(6) 2015: the patient underwent x-ray of lumbar spine due to lumbar spondylosis. Impression: l5-s1 instrumented posterior spinal fusion and decompression with discectomy and interbody fusion. No motion of the fused segments in either flexion or extension. On (B)(6) 2015: the patient presented for lower back pain, bilateral buttock, leg and feet pain and intermittent upper back pain. On (B)(6) 2015: the patient underwent MRI of lumbar spine without contrast due to low back pain. Impression: re-demonstration of posterior instrumented fusion at l5-s1. No evidence of complication. No spinal canal or neuro-foraminal stenosis.

Event description:
It was reported that on: (B)(6) 2014, patient presented for office visit and reported intermittent sharp, burning, dull and aching moderate to severe pain ac ross lumbar region with pain radiating to glute, particularly sit down and into the posterior thigh and right heel and plantar surface of foot. Legs felt weaker with increase in pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of multiple imaging studies of l5-s1 tlif with spacer inserted from the left. Screws and rods are well positioned. CT shows some increased ossification medial to l5 root in foramen as well as dorsal to l5 root in subarticular recess. No nerve compression is verified. Artifact through interbody device makes determination of solid fusion not possible.